Manufacturer narrative:
Per the instructions for use (IFU) annular tear or rupture is a known potential complication associated with standard catheterization, and balloon aortic valvuloplasty (bav). According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4 mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. In this case, the cause of the reported aortic annular rupture after bav cannot be confirmed. However, per report after screening the patient was considered to be high risk for annular rupture. It appears that patient factors (19 mm aortic annulus diameter by tee and large calcification on the lcc). This supports a conclusion that the event was likely caused by the mechanism explained in the paragraph above. There was no allegation or indication that the event was related to a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
Per report, as part of the patient screening for tavr the transesophageal echocardiogram (tee), reported that the aortic annulus measured 19 mm and there was a large calcification on the left coronary cusp (lcc). It was concluded based on these finding that the patient had a high risk for annular rupture and coronary occlusion. There were discussions on whether the patient was eligible for a tavr procedure. It was decided to do another tee and a bav and then re-assess the patient¿s eligibility to continue with a transapical tavr. A bav was done using a 20-mm z-med balloon catheter. After performing a 2nd bav with a 9350bc23 edwards¿ balloon catheter with a nominal volume, the patient¿s blood pressure was in the 30¿s and did not recover. The tee showed an annular rupture in the commissure area between the non coronary cusp (ncc) and the lcc. Cardiopulmonary resuscitation was started and the case was converted to open chest surgery and heart-lung machine (hlm) was introduced. The case was converted to surgical aortic valve replacement; in addition rebuilding the aorta with a synthetic graft was performed. It was reported that approximately 10 days later the patient expired.

Manufacturer narrative:
According to the additional information was provided by the physician, the patient expired from multi-organ failure and the event was not considered to be related to a device malfunction. The physician commented that the patient was connected to the heart-long machine for a long time, which was a big burden to the patient¿s ¿heart and artery leading from the heart¿. The patient heart condition at baseline was not good, and was described as being ¿nearly dead¿.